Event description:
Spontaneous; pt reported she was not able to use syringe due to it being defective [the printing was warped and she couldn't read it]. No missed doe or adverse event reported; unk if available for return, unk if md aware. No further info provided. Used to infuse subcutaneous remodulin via remunity pump, self mix. No further info available. Reported to (B)(6) by pt/caregiver.